Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depressed battery spring contact and powered off during therapy (medication, dose, rate, and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported depressed battery contact which was observed during a visual inspection. The device was found to have a single depressed battery contact. The cause was determined to be a failed rear case. The rear case assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device powering off during use which was reproduced during evaluation. The device was found to have a single depressed battery contact during a visual inspection and was found to turn off intermittently. The cause was determined to be a failed rear case. The rear case assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.